Manufacturer narrative:
H11. Additional narrative. Updated h6. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 7300tfx 25mm mitral valve was disabled via a valve-in-valve procedure after an implant duration of 5 years, 11 months due to unknown reasons. A 9755rsl 26mm transcatheter valve was implanted successfully.